Event description:
A customer contacted beckman coulter (bec) reporting that both reagent probes were leaking from the unicel dxc 800 synchron chemistry analyzer. The customer was unable to resolve the leaking with the assistance of bec hotline support. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse confirmed ammonia calibration failure and quality control (qc) was out of range. The fse replaced the reagent and sample probes, reagent probe collar washes and the hamilton 4-4 valve. The hardware replaced by service resolved the issue. The fse was unable to assign a cause for the leaking probes and ammonia calibration failures. Service activity was verified. (B)(4).